Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. The device has not been received for analysis. Good faith efforts to obtain the device return information are in progress. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device and delivery system (wds) were selected for use. The patient was noted to have difficult anatomy and pectinate. The transeptal puncture (tsp) was completed using versacross connect laac access solution, and the was was inserted using transesophageal echocardiography (tee). The 31mm wds was inserted and recaptured five times due to proximal placement. The 31mm device was exchanged for a 27mm watchman flx pro closure device. Position, anchor, size and seal (pass) criteria was met and the device was released. The physician completed a final sweep of the pericardium and an effusion was noted. The sheath was left on the right side of the heart, heparin was reversed and a pericardial drain was placed subxiphoid using ultrasound imaging. 600ml of blood was removed and approximately 500ml of the fluid was re-transfused. A surgeon was consulted, but the draining stopped. The patient was sent to the intensive care unit (ICU) with the drain for further evaluation. The drain was removed two days later. The patient has since been discharged.